Event description:
A physician reported a hakim valve (ID ns9008) was implanted in a (B)(6) year-old female patient due to idiopathic normal pressure hydrocephalus (inph) via l-p shunt in (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022 that patient complained that water (cerebrospinal fluid) leaked from the skin incision relay part of the flank and the area around the skin became red. The shunt was removed on (B)(6) 2022. After the shunt system was removed the water passed through. It was confirmed that there were two pinholes 5 cm distal to the valve and water leaked from the shunt. The valve was not replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation. Device history record (DHR) - the product code ns9008 with lot 4138403, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The catheters were visually inspected needle holes were noted. The position of the cam when valve was received was 110mmh2o. The valve was hydrated. The catheter was irrigated, no occlusions noted. The catheters were leak tested leaked from the needle hole. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the ¿two pinholes¿ issue reported by the customer, is probably due to a sharp pointed object coming into contact with the silicone as noted in the IFU silicone has a low cut/tear resistance. No root cause was possible for the valve as no functional issues were noted with the valve.